Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. There is no indication in the info provided that the mesh used for repair was defective in any way. The medical records were limited to the implant procedure and an office note dated four years post-op stating the pt had a questionable recurrence and pain. A lot number was not provided, therefore, a mfg review is not possible. Based on the review of the info currently available, no connection could be made between the adverse pt outcome and the davol product in question. If additional event and/or eval info is obtained, a f/u MDR will be submitted. See 1213643-2012-00334 for info related to the additional kugel patch implanted on (B)(6) 2004.

Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2004: pt underwent repair of a ventral incisional hernia with a kugel patch x2. On (B)(6) 2008: pt has problems with a questionable recurrence of the hernia and is having pain symptoms.